Event description:
Revised my saline implants for the silicone gel by mentor. Had a reaction to the silicone implants and had severe joint pain and breast pain. Rh factor indicated high on my blood test for several months. Blood test also showed high levels of silicone in my blood. Had the implants removed after 8 months and retested my rh factor. Rh factor has normalized. I enrolled in the study and I have not had anyone contact me about it.